Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Power error detected alarm due to j6 connector resistance issue. No pump error larm noted. Detailed trace analysis confirmed power error alarm detected alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error. The customer¿s blood glucose was 200 mg/dl at the time of incident. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer reports notification light did not immediately stop flashing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.